Manufacturer narrative:
The unit has not been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Filling from home lox vessel to stroller has been done as usual. When the stroller takes away from the vessel the qdv valve does not close and then the vessel starts to drain. The previous filling was at 3pm the day before, so 18 hours between these two fillings. The customer has used the product from (B)(6) 2015 and from (B)(6) 2016 has used the side-fill vessels. No suspicion of any user-error.

Manufacturer narrative:
Unit was returned for evaluation. The unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.